Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. A complete lead was returned for analysis. Electrical testing, visual examination and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-atrial (ra) lead had low pacing impedance. As a resolution the ra lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.